Event description:
A malfunction was reported by the caller regarding the pump, which was accompanied by malfunction code malf 3. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer will use multiple daily injections as backup therapy to continue insulin delivery until the replacement is received.